Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. This emdr represents the ventralex st (device #2). An additional supplemental emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2017 - patient was diagnosed with umbilical and ventral hernia thereby underwent open repair with implant of ventralex st mesh (device #1). Per operative notes, ¿the umbilical hernia defect was identified and dissected. A ventralex st (device #1) was placed and sutured. The ventral defect was repaired using primary closure.¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralex st (device #2). Per operative notes, ¿the hernia sac was identified and reduced. A ventralex st (device #2) was placed and tacked.¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex st (device #3). Per operative notes, ¿the hernia defect was identified and dissected. A ventralex st (device #3) was placed and sutured.